Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser probe tip did not insert into the cannula. An alternate laser probe was used to proceed with surgery.

Manufacturer narrative:
Additional information provided. Two (2) 25 gauge illuminated flex curved laser probes were received and a visual assessment of the returned samples showed no obvious nonconformities. When the samples were inserted through a 25 gauge trocar, they passed through without any noticeable resistance. Both cannulas¿ outer diameter were measured. With an outer diameter min/max values of 0.0200 to 0.0205 inches, the samples¿ outer diameter were measured to be 0.02015-0.02020 inches and 0.02015-0.02030 inches, both meeting specifications. The tips were also measured using the 25ga needle length gauge per manufacturing assembly procedure (map), where the cannula and the nitinol were found to meet specifications. The 25 gauge illuminated flex curved laser probes were manufactured on february 21, 2018. There were 1674 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The samples were found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).